Manufacturer narrative:
The investigation for high purge pressure has been completed. The impella device was not returned for evaluation. The data logs do not show any purge pressure high or purge system blocked alarms. The purge pressure and purge flows were within normal ranges. There was no problem found as the root cause of high purge pressure. B1 updated to reflect product problem in addition to the previously reported ae. B5 updated with failure mode information. H6 health effect - impact code, medical device problem code, and component code updated to reflect new failure mode reported. As stated in the instructions for use: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this complaint was reopened as part of a retrospective review of historical records to assess coding, severity, and reportability. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04419. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. G1 reporting contact fax number missing. H3 was the device evaluated by the manufacture missing

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient that endured impella partial malfunction with a "definite" relationship to the impella device used: "impella 5.5, malfunctioned and had to be replaced with new one. Impella was partially malfunctioning on giving off high pressure and was replaced. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the returned pictures show score lines on the sheath body. The cause of the access site bleeding was an introducer sheath split along the scorelines. This caused the introducer to not seal when the graft locks were deployed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that observed unusual amount of bleeding at the end of the graft where the graft is hubbed to the sheath. This bleeding/oozing occurred despite the graft being secured using the graft locks. Upon examination of the sheath, it was appeared as if there were lined "channels" on the surface of the sheath. The sheath of the surface is normally smooth. The issue was resolved by securing the graft using suture tightened around the graft.